Event description:
It was reported that during a video-assisted thoracoscopic lobectomy procedure, the surgeon was firing with a white vascular reload over the pulmonary vein. When the surgeon observed the staple line it was opened in the middle and staples appeared malformed and not a b shape. This was after 4-6 firings with gold reloads. The surgeon then converted to an open thoracotomy, and he sutured over the staple line to close the stump and complete the procedure. Pt required no blood products. Pt is stable at this time. No add'l time in ICU reported.

Manufacturer narrative:
Date sent: 10/16/2009. Device was not returned for evaluation. Evaluation summary: rep stated he talked with the surgeon, and he believes it was an ats45 with a white reload. The device was not saved. The pt did not receive any blood products. The hospitalization was for one extra day.